Event description:
Type of procedure: cholecistectomy. Event description: ai translated: release only worked once. The surgeon tried 4 or 5 times to release the other clips without success. Consequence: longer operating time. Resolution of the situation: opening of a new clip. Patient status: no patient injury indicated. Intervention: device replacement.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: cholecistectomy. Event description: ai translated: release only worked once. The surgeon tried 4 or 5 times to release the other clips without success. Consequence: longer operating time. Resolution of the situation: opening of a new clip. Additional information received from applied medical representative via email on 06aug25: ai translated: it worked without resistance. The release of a single clip worked. No clip visible because it did not load despite activation of the trigger. Patient status: no patient injury indicated. Intervention: device replacement.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.